Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Information references the main component of the system and other applicable components are: analysis of the 37761, sn# (B)(4), found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the patient was unable to charge their ins. The patient stated that they were in agonizing pain from the ins being "dead". A replacement dtc was sent. The patient reported that their weight at the time of the event was (B)(6)lbs., and that the replacement of the desktop charger (dtc) had resolved the issue. No additional patient symptoms or additional device complications were reported with this event.